Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the needle to resolve the issue. In addition, it was reported the insulin gauge was inaccurate. Reportedly, the customer reloaded the same cartridge to resolve the issue. The customer's blood glucose level was 196 mg/dl.